Manufacturer narrative:
The serial number and date of manufacture have not been provided. The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued. Attorney represented.

Event description:
Received a complaint alleging a customer was struck by a vehicle while driving his power chair. Complaint alleges chair lacked reflective tape, lights, markings, failed to warn of dangers in roadways.

Manufacturer narrative:
The serial number and date of manufacture have been updated. The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued. Attorney represented.

Event description:
Received a complaint alleging a customer was struck by a vehicle while driving his powerchair. Complaint alleges chair lacked reflective tape, lights, markings, failed to warn of dangers in roadways.